Event description:
Report rec'd from (B)(6), stating that the device needed to be serviced. During servicing, the device was found to have a damaged swivel. It is known that the device was not being used during surgery; however, it is unknown if there was any patient or user injury, medical intervention or surgical delay related to the event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of "damaged swivel" could be confirmed. During service, the device was found to have a damaged swivel. If additional information becomes available, a supplemental report will be sent. (B)(4).